Manufacturer narrative:
The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The fse reported that the customer would order and replace the touchscreen onsite. The fse does not have information on whether or not the touchscreen has been replaced. No other anomaly was reported. When new information is obtained a supplemental report will be submitted.

Event description:
The customer reported that a ventilator¿s touchscreen keeps drifting and failing calibration. More information regarding patient involvement at the time of the event has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips remote service engineer (rse). Further information is currently pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The service engineer reported that the touchscreen was replaced and was repaired. The unit was then returned to service. No other anomaly was reported.